Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having right-sided app roach tilif at l5/s1 for lumbar spinal canal stenosis. It was reported that the inserter did not lock sufficiently when the cage was connected to the inserter and the cage was fixed to the inserter. Joint motion was not controlled even with the clutch handle closed. The cage was changed to a catalift cage. Before insertion of the cage, the trial was used with the same inserter, but there was no problem in grasping. There was a delay of less than 60 minutes in the overall procedure time. The issue occurred during preparation. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 56250905, lot # ca19j046; visual and optical inspection did not reveal any thread damage or outer surface damage. Functional inspection confirmed the spacer was able to attach/thread onto the inserter without any issue. No fault found. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.